Manufacturer narrative:
The impella cp was returned for evaluation. The cause of the low flow was found to be a fracture of an impeller blade. The impeller blades are capable of contacting a hard material ingested through the inlet cage or through the exit of the outlet cage. Hard material such as calcium is capable of fracturing an impeller blade. The impeller blade geometry is critical to achieving appropriate flow rates. During manufacturing testing, the pump ran at p9 with a motor current of 852 ma, which is a higher current than when the pump ran at p9 in the field with a motor current of 784 ma indicating that the impeller blade fracture most likely occurred in the field. The pump was re-run in the lab at p9 and experienced motor currents lower than in the field at 729 ma. The low flows and suction alarms experienced in the field at setting p9 were reproduced on the returned product in the lab. The pump never achieved appropriate flow rates in the field indicating that a crack or fracture of the impeller blade occurred at the start of use. A hard material may have contacted the rotating impeller blade during activation. In conclusion the root cause of the low flow was a fracture of an impeller blade which was unable to be determined. The pump may have ingested a hard material that came in contact with the blade, but no hard material was found upon inspection.

Event description:
The complainant reported that the clinicians placed an impella cp in an (B)(6) male patient. Immediately following placement low flow and suction alarms occurred upon activation. The pump was explanted, replaced with a new cp pump which successfully supported the patient. The patient was reported to be in stable condition, with no adverse patient effects as a result of the reported issue.